Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The adc device related to this complaint was used for assisting in the monitoring and management of diabetes, and was not being used for treatment or diagnosis. No malfunction or product deficiency has been identified, therefore it has been determined that there is no causal relationship between the device and the reported incident.

Manufacturer narrative:
This serves as a correction report. Section (describe event or problem) was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.